Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pressure and flow extremely high. Check calibration. The complaint for overpressure was reproduced but not for high flow. The root cause is the pressure sensors. (B)(4).

Event description:
It was reported the pressure and flow are high.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the pressure and flow are high.